Event description:
A malfunction with code 24 was reported, and it could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections for backup insulin therapy, and tandem technical support sent a replacement pump. Instructions were provided for putting the pump into storage mode before returning it, and the customer was advised on steps to follow with the replacement pump. The problematic pump was to be returned via ups within 10 days using a prepaid label.